Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. (B)(4) units released expiry date: complaints database searched: a complaint database search on the provided lot number found 1 additional report, however no other incidents related to implant loosening. Total for lot number: 4 (com-283465, (B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 116, by product family: 182 (63x smartset ghv gentamicing, 119x smartset gmv).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial component at cement to implant interface. Cement manufacturer is depuy. Patient was doing very well with her knee replacement. She began to feel knee pain and progressively got worse. She did not indicate that she had any traumatic experience. Upon reviewing x-rays, tibial components are loose and have collapsed into slight varus. Doi: (B)(6) 2015; dor: (B)(6) 2018; left knee.